Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderate to severely tortuous and moderately calcified left anterior descending artery (lad). A 1.50 mm x 15 mm maverick 2 balloon was selected for use in the percutaneous coronary intervention (pci) procedure. A maverick balloon catheter was advanced for dilatation. However, during the procedure when the device was pushed towards the lesion, the shaft broke. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient fully recovered. It was further reported that the maverick balloon catheter was not inside the patient when the issue occurred. The rupture/break occurred while loading the device onto the wire before entering the catheter.

Manufacturer narrative:
(E1) iniial reporter address 1: (B)(6). (E1) initial reporter phone: (B)(6). Device evaluated by MFR: the returned product consisted of a maverick 2 balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 51.5cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. At 39.3cm from the distal portion of the separation, the hypotube was kinked. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the moderate to severely tortuous and moderately calcified left anterior descending artery (lad). A 1.50 mm x 15 mm maverick 2 balloon was selected for use in the percutaneous coronary intervention (pci) procedure. A maverick balloon catheter was advanced for dilatation. However, during the procedure when the device was pushed towards the lesion, the shaft broke. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient fully recovered.